Event description:
Customer reported malfunction on pump displaying malfunction code 16. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.